Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the mildly tortuous and severely calcified vein in the forearm. A 7.0 x 40mm, 75cm mustang balloon catheter was advanced for dilation. However, on the initial inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.